Event description:
Ligasure jaws would not open when surgeon tried to use the device. No harm to the patient as it never touched the patient.

Event description:
Ligasure jaws would not open when surgeon tried to use the device. No harm to the patient as it never touched the patient.